Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced some shortness of breath over the last few weeks and presented remotely via merlin.net. Upon review, it was noted the right atrial lead exhibited high, out of range impedance. The patient was brought into clinic. Chest x-ray noted the lead was fractured. The device was reprogrammed, and the lead would be monitored for now. The patient felt better after the change.

Event description:
Additional information received noted the right atrial lead exhibited high threshold. The lead was explanted and replaced on (B)(6) 2020. The patient was stable.